Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose as well as insulin pump had an unexpected restart. The blood glucose level was 417 mg/dl. Customer also stated that the unexpected restart was reoccurred. Customer stated that he drive support cap was normal. The product will return for the analysis.

Manufacturer narrative:
Device passed displacement test and unexpected restart error test. No unexpected restart error noted. Drive support cap was inspected and no anomaly was noted.